Manufacturer narrative:
Device was implanted on september 8, 2015. On (B)(6) 2016, surgery was performed to remove the implant as it had broken. The head of the implant was removed. Surgeon left the stem portion in the patient's toe. The breakage of the device was due to the patient slipping on the floor and enduring significant blunt force trauma by slamming toes into the wall. This force caused the device to break at the point where the head meets the stem of the device. If more information should become available, a supplemental report will be submitted.

Event description:
Mini methead implant broke.